Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without problem with the usual method and the procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was returned for analysis. A visual examination identified that the balloon was in a deflated state and had been subjected to positive pressure. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. Blood and media were evident inside the balloon material. The device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking through the tip of the device. A visual and tactile examination identified multiple hypotube kinks. A visual and tactile examination identified no issues with the shaft polymer extrusion of this device. A visual and microscopic examination found no issue with the marker bands. As the device was identified to be leaking through its tip during the leakage test, the balloon material was removed in order to microscopically examine the inner tip. This examination identified a pinhole on the inner tip. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed without problem with the usual method and the procedure was completed with another of the same device. The patient was in good condition post procedure.